Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 142 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On 25 august 2022, the distributor reported the additional information: the pump history was checked and it was found that the pump was charging properly; however, the battery was depleting quickly resulting in the pump shutting off. The customer reverted to alternate insulin therapy. Medical device problem code 2892 has been removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.